Event description:
"2 different devices kinked in the ureter and the link could be viewed under video through the flexible ureteroscope. The kink was about 6-8cm above the ureteral orafice...physician has used the cook product and does not ever remember seeing this problem. Also reported not being able to see the product under fluoroscopy." There was no report of pt injury.